Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were sent in for review after a routine clinic visit. Technical services reviewed the log files and found a low flow event with a high pulsatility index (pi) reading. Diuretics were increased for the patient, and the patient was also put on a dobutamine drip at home for right ventricular (rv) failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed a low flow fault. A specific cause for the reported right heart failure and low flow event, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The submitted controller event log file contained data from 08aug2021 at 11:15:31 to 10aug2021 at 10:44:06. On (B)(6) 2021 at 2:14:09 there was one captured event where the calculated flow was below the low flow threshold of 2.5 liters per minute (lpm), resulting in 1 low flow fault. Additionally, the low flow event was associated with elevated pulsatility index (pi) reading of 11.1. There were no other abnormal events captured ¿ the only other events were associated with pi events and power cable disconnects. The pump operated at the set speed for the duration of the captured data. The pump appeared to operate as expected. Per additional information from the ventricular assist device (vad) coordinator, diuretics were increased and is on dobutamine drip at home for right heart failure. Multiple attempts to gather additional information was attempted; however, none was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 instructions for use (IFU) lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 lvas. This IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The heartmate 3 patient handbook states that in the event of a low flow hazard alarm, call the hospital contact immediately for diagnosis and instructions. Additionally, the IFU warns that right heart failure can occur following implant of the pump and can limit the effectiveness of the lvas due to reduced filing of the pump. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 24dec2020. No further information was provided. The manufacturer is closing the file on this event.